Event description:
Underdelivery noted during routine biomedical engineering preventative maintenance check. When set to infuse 120ml, the pump delivered 112ml (-6.67%), 113ml and 114ml on three consecutive test runs. There were no reports of any adverse events while the pump was in pt use.